Event description:
It was reported that header block of the implantable neurostimulator has fluid and appears delaminated. It was also reported that the connector block is rocking. An implantable neurostimulator replacement was recommended.

Manufacturer narrative:
(B) (4)